Event description:
It was reported the patient never received the therapy guide. The patient¿s programmer training was right after implant and they did not know what they said. The patient had a return of symptoms six months after implant. They also had a bladder infection every four to six weeks. While on the call, stimulation was confirmed on. The patient could not increase past 6.35 v due to the upper limit screen. The patient also saw the ¿replace programmer batteries¿ screen. After changing the batteries, the patient switched from program one to program two. The patient felt stimulation comfortably at 1.558 v. Two weeks later, the patient still had concerns regarding their device or therapy. An appointment date of 2015-03-05 was noted. It was not clear if they had sought further help or not.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0989b, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID neu_label_acc, serial# unknown, product type: accessory. (B)(4).